Manufacturer narrative:
A beckman coulter fse (field service engineer) was not dispatched as the customer resolved the issues prior to the service visit. The customer reported noticing a disconnected tubing at the bottom of vacuum chamber vc12 (sheath flow restrictor) and proceeded to reconnect the tubing. The customer stated that the leak and sheath tank errors were resolved. Failure mode is related to a disconnected tubing at vacuum chamber vc12 and issues were resolved by the customer by reattaching the disconnected tubing. (B)(4).

Event description:
The customer reported diluent leak of approximately 3 ml from the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument and the instrument generated sheath tank errors at the time of the leak. The operator was wearing personal protective equipment consisting of a laboratory coat, gloves and protective eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.